Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported as cardiac arrest. The pt was hospitalized the previous month for hip surgery. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. During visual inspection, the door cover was found damaged; therefore, the door cover was replaced. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all check and calibration tests successfully during service. Review of the service history and device history record revealed no issues that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.